Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br device experienced air bubbles in gel. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: it was observed that some tubes that contain gel separator to obtain serum have air bubbles in the gel. When the blood sample is collected, due to air bubble in the gel, the blood flows through these bubbles, mixing with the gel at the time of collection. An alternative that we found to avoid losing the tubes, since the quantity that presents the issue is large, is to centrifuge the empty tube so the gel settles at the bottom, and consequently the bubbles disappear, but I am in doubt if this process cannot change a result test for irregular antibody research or serology, since the tube has clot activator on its wall.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2062405. Medical device expiration date: 2023-02-28. Device manufacture date: 2022-04-01. Medical device lot #: 2017620. Medical device expiration date: 2022-12-31. Device manufacture date: 2022-02-01. Medical device lot #: 1298156. Medical device expiration date: 2022-10-31. Device manufacture date: 2021-12-09. Medical device lot #: 1273017. Medical device expiration date:2022-09-30. Device manufacture date: 2021-10-21. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br device experienced air bubbles in gel. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: it was observed that some tubes that contain gel separator to obtain serum have air bubbles in the gel. When the blood sample is collected, due to air bubble in the gel, the blood flows through these bubbles, mixing with the gel at the time of collection. An alternative that we found to avoid losing the tubes, since the quantity that presents the issue is large, is to centrifuge the empty tube so the gel settles at the bottom, and consequently the bubbles disappear, but I am in doubt if this process cannot change a result test for irregular antibody research or serology, since the tube has clot activator on its wall.

Manufacturer narrative:
The following fields have been updated with additional information: mdrf annex a grid : a0908 - incorrect, inadequate or imprecise result or readings. H.6. Investigation summary: material #: 360060. Lot/batch #: 2062405, 2017620, 1298156, 1273017. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel air bubbles was observed. Erroneous results cannot be confirmed from photos. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for gel air bubbles was not observed. Erroneous results portion of this complaint could not be evaluated because our testing protocols preclude std/infectious disease testing. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (gel air bubbles) because the defect was not evident in the evaluation of the complaint lot samples. Visual evaluation of retain and control samples prior to use and clinical evaluation of retain and control samples, demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Bd has no data regarding customer¿s practice of centrifugation of this product prior to use. This practice would be considered an off-label use of this device. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for gel air bubbles based on the provided photo. Testing and inspection of retain samples was satisfactory. Erroneous results could not be confirmed as our testing protocols preclude std/infectious disease testing. Bd was not able to identify a root cause for the indicated failure mode. Considering the defect found, bd curitiba is trying to improve the product quality related to gel air bubbles. A project to reduce gel air bubbles has been initiated. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.